Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used to represent the state.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: needle would not retract customer responded on 07-apr I never heard back from the department. No patient harm was done. The needle would not retract after use. No lot numbers were provided. Only this one incident was reported. Sorry I do not have any further information.

Event description:
No additional information.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.